Event description:
The manufacturer received information alleging the ventilator does not cancel the 100% oxygen feature. The device was not in pt use.

Manufacturer narrative:
Evaluation of the device at the manufacturer¿s service center determined that the device¿s software needed to be updated to address the issue.